Manufacturer narrative:
The service rep arrived on site and troubleshoot the system. He found a +15 v fuse was blown. The customer had spare fuse so the ge rep installed the fuse and verified that system works properly.

Event description:
The customer reported, the left monitor was going blank. The customer's tech was troubleshooting the 9800 when the failure occurred. He reported that the video would drive to max resulting in black screen output in less than 1 sec.